Event description:
It was reported that during a stenting treatment procedure stent malapposition and a vessel dissection occurred. A 3.50x20mm promus element plus stent delivery system was advanced to the target lesion and deployed at 16 atmospheres. It was noted that the proximal end of the stent was tapered. A non-compliant balloon catheter was then advanced for post-dilation and an unspecified stent was deployed overlapping the promus element plus. It was noted that a dissection may have occurred when the tapered end of the promus element plus stent was post-dilated. No further patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).